Event description:
It was reported that the outpatient cancer treatment, received the inserted device on (B)(6) 2026 as informed. In use of the same since insertion without complications. In the last week, at the time of the infusion of the chemotherapy drug, patient complained of pain in the limb/place where the device was inserted. The complaint was immediately attended to, and the medication was verified in the catheter insertion osteum. The catheter was removed and discarded (special disposal because it is chemotherapy). Today, still appearing to be edema, pain, heat in the area, patient does not have a fever. I advised the patient to do an ultrasound exam to monitor and care for possible complications. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information received on 20 apr 2026: paclitaxel was being administered by infusion when the leak occurred. The patient presented edema and local pain, underwent medical evaluation, requested removal of the PICC, then catheter rupture was verified at the first 3 cm of the catheter length. Patient did not present hyperemia, only mild edema and pain at the site. It was recommended to make a cold compress on the site every 4 hours. A new catheter was inserted in mse to continue chemotherapy and patient was able to complete their dose. There was no further damage to the patient's health. Ultrasound with venous doppler of the right upper limb: deep venous system: the internal jugular, subclavian, axillary, brachial, radial, and ulnar veins are patent, compressible, and exhibit spontaneous flow that is phasic with respiratory movements. Filling is uniform in color-flow mode. No signs of significant reflux. Superficial venous system: the cephalic and basilic veins are patent and compressible, with no signs of significant reflux. I note increased echogenicity and thickness of the subcutaneous tissue on the medial ulnar aspect of the right arm. Diagnostic impression: upper extremity doppler study within normal limits. Signs of panniculitis in the right cubital fossa.